Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2022-03128. It was reported that the patient lost therapy due to ipg being inoperable. Additionally, the patient had been spinning the ipg internally and frayed the lead. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg and lead were explanted and replaced with a new system.